Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor gold. No motor error noted, the motor tested outside device and passed. The insulin pump has cracked case near lcd window corner, cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. It occurred while the customer was in school, after lunch bolus. The customer's blood glucose was 5.3 mmol/l. The customer thought that their blood glucose went up to 17 mmol/l after the bolus, as the bolus was interrupted half way through by the motor error alarm. The customer does not use the sensor feature. They were able to rewind the device. In the alarm history there were two motor errors present. The discontinuation of the insulin pump was advised. The customer stated that they would continue using the device over the weekend. The customer was advised to monitor the device and their blood glucose closely. Nothing further was reported.